Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged power issue began on (B)(6) 2013 at 10:30am. The patient informed the csr that she manages her diabetes with a combination of insulin (type unknown) and oral medication (metformin). The patient stated, she took her usual dose of insulin (28 units) and oral medication soon after the meter issue was discovered. The patient reported developing symptoms of shaky and sweaty 2 ½ hours after the alleged power issue began. The patient stated she treated self with dextrose tablets in response to symptoms of low blood glucose. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter¿s battery in the 2 years she had been using it. The patient did not have a new battery with her at the time of the call. Replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter power issue began.